Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s diagnosis of staphylococcus epidermidis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the utilization of the liberty select cycler/liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency with the liberty select cycler or a leak or defect reported for the liberty cycler set for this event. The cause of the patient¿s peritonitis has been attributed to touch contamination due to a lack of handwashing and masking prior to start of pd therapy. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient received the draining slowly alarm and wanted the necessary action taken with the cycler. The patient was upset and very uncooperative with troubleshooting and refused to follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn was contacted and reported being aware of the issue and the patient has peritonitis with very fibrinous effluent which is causing the alarms. Upon follow up, the pdrn stated the patient presented to the pd clinic with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1.5g every 4 days for 14 days. The pd effluent culture resulted positive for staphylococcus epidermidis. The cause of the peritonitis has been attributed to touch contamination as the patient does not mask or perform hand washing prior to treatment set-up. The patient¿s thick and fibrinous effluent has since cleared up and the patient is continuing to complete pd therapy utilizing the liberty select cycler. The patient did not require hospitalization for this event.